Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned to omsc, the exact cause was unknown. Omsc surmised that the image was not displayed since the circuit board of the subject device was broken accidentally.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user facility that there was image only after switching on and off several times, and it took time for the image to be displayed at startup or when switching signals. The subject device was returned to the olympus local service department. On (B)(6) 2021, the olympus local service department checked the subject device and found that the image was not displayed on the subject device due to the breakage of the circuit board. It was additionally reported by the user that monitor was not working before examination began. There was no report of patient injury associated with the event. This is the report of the no image on the subject device.